Event description:
It was reported that the ventilator alarmed for low expiratory tidal volume even though the parameter is higher than the set low alarm level. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator alarmed for expiratory tidal volume low even though the parameter is higher than the set low alarm level. No service on the ventilator was requested. The user facility reportedly returned the ventilator for clinical use. The ventilator logs were provided and reviewed. The set ventilation mode was pressure control in neonate patient category. The reported alarms for inspiratory tidal volume too high could be confirmed in the event log. The inspiratory tidal volume too high alarm will be activated when the fully leakage compensated inspiratory volume is higher than the alarm limit. However, the following alarm criteria exist: - activation: three breaths or more with a delivered volume above the alarm limit during the last 4.5 seconds. - deactivation: no breaths with a delivered volume above the alarm limit during the last 4.5 seconds. This means that the activation and the deactivation are delayed, and that the alarm can be active a short time after the last breath with a delivered volume above the alarm limit. The ventilator passed pre-use check prior ventilation was started and the technical log does not contain any technical error codes indicating that there was a ventilator malfunction at the time of the event.